Event description:
On 27-mar-2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit result on 42-year-old male patient with palpitations. There was no additional information at the time of this report. Return product is available for investigation. Method: I-stat, date: (B)(6) 2025 07:24 result: 2.1mg/dl, sample: venous. Method: I-stat, date: (B)(6) 2025 07:29 result: 2.0 mg/dl, sample: venous. Method: lab-ins, date: (B)(6) 2025 07:35 result: 1.03mg/dl, sample: venous. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-apr-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure. An unrelated deficiency was previously identified for chem8+ cartridge lot h25030 and is being investigated in quality record (qr) (B)(4).